Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was verified by visual inspection. The cause was the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that cassette will not latch. There was unknown patient involvement and unknown patient harm/adverse event.